Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate shocks due to oversensing. X-rays revealed lead dislodgement. The lead was repositioned successfully. The patient condition was fine after the procedure.